Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. The root cause of the foreign object residue in the device could not be identified. It is likely that the foreign object possibly remained because the reprocessing could not be completed at the facility before returning the product to olympus. The event can be detected/prevented by following the instructions for use which describes reprocessing in the following chapters: chapter 6 compatible reprocessing methods and chemical agents and chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited foreign material in the distal end and falling off from the channel. There were no reports of patient involvement.